Event description:
A customer reported a display issue affecting their ability to use the pump, as half the screen was blank. There was an adverse impact on the customer's blood glucose level, with the level indicated as "high." The customer managed the high blood glucose by administering a correction bolus via the pump. Technical support resolved the issue by sending a replacement pump with updated software and provided instructions for returning the defective pump. The customer was advised to use their current pump with the mobile app until the replacement arrived.